Event description:
It was reported that there was an event of left ventricular (lv) lead dislodgment verified via chest x-ray when the patient presented to clinic for failure to capture on the lead. The lead was explanted and replaced successfully. The patient was stable and discharged.